Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred.¿ the philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon¿functional testing fse identified that pdm 0 of main cabinet and pdm 2 of b cabinet (power distribution module) was defective. The fse replaced the pdm 0 of main cabinet and pdm 2 of b cabinet (power distribution module). After replacement of pdm 0 of main cabinet and pdm 2 of b cabinet, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method and evaluation results code were corrected.

Event description:
It has been reported to philips that the system was not turning on. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the power distribution module. The fse replaced the power distribution module and returned the system to use in good working order.